Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest products that are cleared in the us. The pro code for the conquest product is identified in d2. H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation and two electronic photos were provided and reviewed.therefore, the investigation is confirmed for reported material rupture and peeled pebax problem. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H10: b5,g4. H11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cq5062j pta balloon dilatation catheter allegedly experienced material rupture and peeled pebax . The information was received from a single source. One patient was involved with no reported patient consequence. The patient was an 80 year old male patient weighing 50 kgs.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the conquest products that are cleared in the us. The pro code for the conquest product is identified. As the lot number for the device was provided, a lot history review is currently being performed. The sample returned to the manufacturer for inspection/evaluation and photo also received for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cq5062j pta balloon dilatation catheter allegedly experienced material rupture. The information was received from a single source. One patient was involved with no reported patient consequence. The patient was an (B)(6) year old male patient weighing (B)(6) kgs.